Event description:
A report was received that the patient underwent a pocket revision due to the ipg sitting sideways in the pocket. The patient was experiencing difficulty charging the ipg. X-rays confirmed the ipg had migrated. The physician repositioned the ipg and the patient was reportedly doing well following the procedure.